Manufacturer narrative:
This report is submitted on november 01, 2022.

Event description:
Per the clinic the patient has experienced an infection at the implant site and was treated with antibiotics (type and duration not reported). The implanted device remains.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 13, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. Reimplantation is planned but has not taken place as of the date of this report. This report is submitted on january 27, 2023.